Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that the complaint does not have long term implantation data for these instrument grade alloys. No information on the patient¿s current status has been presented to date. Should any relevant clinical/medical information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that drill broke during surgery near the junction of smooth shaft and the cutting flutes. The top of the drill bit was left implanted in the tibia bone of the patient.